Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 221 mg/dl, 471 mg/dl and 108 mg/dl. No adverse event reported. Product was requested to be returned for evaluation.